Manufacturer narrative:
Explanation of missing information: 5/27/98 - sent first attempt letter requesting a 3500a be returned. 6/12/98 - sent second attempt letter requesting a 3500a be returned. 6/29/98 - sent letter requesting that the device be returned. The 3500a that was received indicated the explant was available.

Event description:
Reporter alleges the patient had a capsulotomy with removal of her left breast implant. Patient was having right mastectomy, requested removal of left silicone breast implant at same time. No implant defect but history of multiple muscle/fibromyalgias. Per f10 event problem codes, there was breast cancer and fibromyitis.